Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that antibiotic therapy with vancomycin was ongoing and amikacin was discontinued. Twenty-three days after event onset, the patient was treated with ceftazidime injection (1gm once daily, intraperitoneal, discontinued) and fluconazole tablet (200mg twice a day, oral, ongoing). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient hospitalization was not reported. One day after diagnosis of peritonitis, the patient was started on vancomycin injection (1 gm, every 5th day, intraperitoneally) and amikacin injection (100 mg/once daily, intraperitoneally) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.